Event description:
It was reported that the pt hit his head at kindergarten on a children's slide, apparently, not directly over the implant but more anteriorly. The area bled, but now there is no scar or residual injury left. After the episode, the child reported no longer being able to hear from the right side anymore. The child is implanted bilaterally and was performing perfectly with both his implants prior to the incident.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.